Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead alerted for low lead impedance.

Manufacturer narrative:
Product event summary: the lead was returned for analysis, however, physical analysis is pending. The lead performance data from the device memory was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to see the healthcare provider clinic due to intermittent pain near lower left rib cage and describe being shocked by pacing pulses. The right ventricular (rv) lead was found to have no capture and was suspected of being displaced. X-ray revealed that the right ventricular (rv) lead had perforated the patient¿s myocardium and was causing diaphragmatic and phrenic nerve stimulation. The patient mentions not being compliant with the physician¿s request to keep left arm below the shoulder during the acute healing period of the new rv lead. The lead was programmed off until lead revision. The lead was revised and removed. A new lead was implanted. No further patient complications have been reported as a result of this event.